Event description:
The inview a1c test kit registered an a1c of 7.9 while the laboratory value is 6.0. Treatment and medicine adjustments are based on the a1c. This could have caused a potentially dangerous hypoglycemic event.